Manufacturer narrative:
The gaia second guide wire with two coil fragments were returned for evaluation. One coil fragment was approximately 15cm long while the other one was approximately 74cm long. The coil on the returned gaia second was fractured and elongated from the proximal solder that was originally located at 150mm from the tip. The fracture end of the core was confirmed at approximately 145mm distal to the proximal solder. Multiple bends were observed proximal to the core fracture end. Microscopic observation on the core revealed that the core fracture end was oblique and helical marks appeared on the surface of the core shaft. These findings indicated twisting stress had contributed to core fracture. The fracture end of the elongated coil of the gaia second was flat, attributing to rotational stress generated as the coil structure had straightened. Both of the coil fragments showed necked fracture ends that characterized fracture by tensile stress. Observation findings of the coil fragments did not confirm whether coil fragmentation occurred during the pci or removal surgery. Based on the provided information and referring to known similar events, it was presumed that difficulty in removal of the gaia second guide wire had most likely attributed to heavily calcified cto. Findings of returned device evaluation indicated that the reported unwinding or loosening of the coil, it was most likely attributed to twisting stress generated with pushing as well as torquing wire manipulation in attempts to cross the distal cap of the cto. The applied stress would localize and therefore exceed the product design limit when the wire tip was being trapped in the cap, causing the core to become twisted off and the coil to unwind. It was concluded that this event was attributed to the patient's anatomy, not product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings] ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. ~ when torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. [Malfunction and adverse effects] ~ removal difficulty of guide wire. ~ breakage of the guide wire.

Manufacturer narrative:
Manufacturing site: (B)(4). Device evaluation could not be performed because the affected device was not returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and referring to known similar events, it was presumed that difficulty in removal of the gaia second guide wire had most likely attributed to heavily calcified cto. As for unwinding or loosening of the coil, it was likely attributed to torsion generated with wire manipulation in attempts to cross the distal cap of the cto. The applied torque would localize and therefore exceed the product design limit when the wire tip was being trapped in the cap. It was concluded that this event was attributed to the patient's anatomy, not product quality. Instructions for use (IFU) states: [warnings] never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects] removal difficulty of guide wire breakage of the guide wire.

Event description:
It was reported that an asahi gaia second guide wire became stuck in the vessel and failed to be removed during a percutaneous coronary intervention (pci) to treat a mildly tortuous, heavily calcified, chronic total occlusion (cto) in the right coronary artery (rca). When the true lumen of the cto was successfully wired by an asahi sion black and conquest pro12 guide wires, it turned out to be no reflow and the physician instantly attempted to penetrate the distal cap of the lesion with the subject gaia second guide wire. During wire manipulation, the physician felt no torque force was transmitted to the guide wire and angiographically found the guide wire had unwound and loosened at the tip thought the shaft. The patient was transferred to another hospital to surgically remove the stuck guide wire. On the following day, (B)(6) , the stuck guide wire was successfully removed. The patient was recovering well without problem.